Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that after setting up the replacement pump, the customer attempted to deliver a bolus. Reportedly, after programming the carbohydrates and blood glucose (bg) values, the pump calculated a bolus request of 45.99 units, which was too large of a bolus for the customer. The customer did not deliver the requested bolus. Reportedly, the customer turned the pump off and used manual injections for insulin therapy. The contact declined to perform troubleshooting on the reported event with tandem technical support. There was no impact to the customer's blood glucose level.